Event description:
On 9th february 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, b3 date of event deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 9th february 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous b3 date of event: 01/16/2023. Corrected b3 date of event: 02/09/2023. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to detachment of handle or its partciels. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the initially provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b3 date of event, b5 describe event and problem and d4 catalog # fields deems required. This is based on the internal evaluation. Previous b3 date of event: 02/09/2023. Corrected b3 date of event: 01/16/2023. Previous b5 describe event and problem: on 9th february, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the initially provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 16th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Previous d4 catalog #: ard569446010c. Corrected d4 catalog #: ard568320909/ard568350910.

Event description:
On 16th january, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. According to the provided information, handle or its particles detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.